Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported death could not be determined. The reported patient effects of death is listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6. Patient code 2206, 2226, 1770, 2104, 1888, 1729, 1829, 1964 removed.

Manufacturer narrative:
Event date: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: article titled, percutaneous mitral valve edge-to-edge repair in-hospital results and 1-year follow-up of 628 patients of the 2011¿2012 pilot european sentinel registry.

Event description:
This is filed to report to death. It was reported through a research article identifying the mitraclip device which maybe be related to patient death. Details are listed in the article, titled percutaneous mitral valve edge-to-edge repair in-hospital results and 1-year follow-up of 628 patients of the 2011¿2012 pilot european sentinel registry. No additional information was provided.